Manufacturer narrative:
External insulation abrasion was noted at 14.4-14.9 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of lead abrasion.

Event description:
It was reported that during an explant procedure, insulation abrasion was observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable post-procedure.